Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose at the time of the incident was not provided. The customer dropped the insulin pump in a pool. The customer also reported that the insulin pump would not work at times. Troubleshooting was not provided. The insulin pump will not return for analysis.